Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch #p57t5j. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Additional information was requested, and the following was obtained: what were the indications for surgery? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Senior colorectal surgeon, very experienced. Where in the green gap setting scale was the indicator located prior to firing? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete washer transection confirmed? Unknown. Were there any staple formation issues identified? Yes, the problem was solved with the new staple line done by powered ils.

Event description:
It was reported that during an unknown procedure, instrument didn't work properly. There were no patient consequences.